Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a visual inspection of the pump revealed that there was no debris in the cartridge compartment. During testing, the pump powered on to the verify screen with audible and vibratory features. The pump successfully completed a rewind and load cartridge sequence. The remaining insulin reading was found to be calculated and recorded correctly. The initial complaint about an insulin remaining reading issue was not duplicated during investigation. There was no defect found with the pump.